Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 5.0x15x150cm express sd renal stent system was advanced to the lesion. However, it was noted that the stent came off from the balloon. While pulling back into the guide catheter, the stent was partially deployed and implanted in an unintended location. The procedure was completed with another express sd stent. No patient complications were reported and the patient's status was fine.